Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and observed blood contamination in the crm assembly (0997-00-0986-01), safety disk (0997-00-0985-01), blood detect tubing (0008-00-0312) and purge assembly (0104-00-0026), and replaced the same to fix the issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported during an inspections performed by customer, the cs300 intra-aortic balloon pump (iabp) blood pack had a hole in it. Blood was observed in drains port tubing. There was no patient involvement.